Manufacturer narrative:
The insulin pump was received with an intermittent button response due to the corroded keypad traces. The pump had a minor scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the customer had a keypad anomaly on the insulin pump. Caller stated that he tried to bolus for dinner, but the buttons were unresponsive. Caller stated that the esc button works but the act button does not. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.